Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the lower half of the pump display was missing pixels (not readable on the right hand side). Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.